Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The unique device identifier (UDI) is unknown because the part and lot number were not provided. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effects of stenosis and occlusion are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the supera stent has reports of restenosis/occlusions after implantation. No additional details were provided. No additional information was provided.